Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Instrument log review for the permanent cautery hook related to the complaint was performed. The instrument used on (B)(6) 2021 on system (B)(4). The permanent cautery hook was on the 9th use out of a total 10 maximum uses, with one use remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the hook of the instrument fell inside the patient. Although, the broken piece was retrieved, and no patient harm, adverse outcome or injury was reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a hook fell inside of the patient. The hook was retrieved during the case and x-rays were performed to confirm that no fragments were left in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. On (B)(6) 2021, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional procedure was required to remove the fragment. The customer performed an x-ray to check for remaining fragments. The surgeon believes that the cause of the instrument breakage was due to trauma from cleaning the instrument. The surgeon was using the instrument for dissection for 15 minutes when the issue was noted. The instrument was not inspected prior to use. No issues with instrument functionality were observed. The instrument did not collide with other instruments or hard materials. There was no injury to the patient. The patient has not returned to the hospital due to complications due to retaining a foreign object. The instrument is not available to be returned for evaluation. There was no image or video recording of the procedure available for isi review.